Event description:
Pt was diagnosed with inguinal hernia which turned into strangulated hernia. On (B)(6) 2013, pt decided to have elective surgery for hernia repair by dr (B)(6). Dr (B)(6) implanted mesh to repair the hernia, but the pt says he was unaware that a mesh was going to be implanted. After surgery, pt developed a hematoma, severe pain and possible damage to his left testicle which may require additional surgery. The hematoma which lasted 4-5 months required drainage, cleaning, and dressing changes by a home health professional. The severe pain, pt states is "out of this world" and has lasted for the past 8-9 months. On (B)(6) 2014, pt went to dr (B)(6) for pain management. Pt states dr (B)(6) had him take 2 trigger point injection in order to have revision surgery on (B)(6) 2014. Pt states that the injections have made the pain worse than before. He is very frustrated with dr (B)(6) because he did not want the trigger point injections but the dr insisted. Pt states that he found out that the trigger point injections contained novocaine, which he is allergic to. Pt cancelled the surgery that was for (B)(6) 2014. Pt states "no one will help him". Neither dr (B)(6) will take the mesh out. Pt states that "he feels like his civil rights have been violated". And has to rely on his sister to help take care of him. Pt also wants info on adverse events involving mesh implants in men. Pt states he will provide additional info if needed.